Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 1,000 mg/dl. The caller stated that her husband was not wearing the insulin pump when he was admitted. The wife stated that they would like a nurse to come and make sure the insulin pump is working properly. Advised the caller that a diabetes clinical manager will come to visit him to make sure the insulin pump is functioning correctly. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.